Event description:
It is reported that during surgery, the inserter did not offer enough purchase to removed the humeral stem. After multiple attempts to remove the stem with the inserter and slap hammer, the proximal humerous was resected under the collar of the stem to remove more bone. The stem was then fully seated with mallet strikes. The degree of retroversion was within acceptable limits. The humeral head was impacted and the shoulder was reduced and closed per standard technique. Post-operative x-rays were ok.

Manufacturer narrative:
This report will be amended when our investigation is complete.